Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds, low impedance and noise on the right atrial (ra) lead. It was noted that an insulation breach was suspected. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.